Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: xom unknown nim (nim 3.0): product number ¿ unknown; serial number ¿ unknown; lot number ¿ unknown; manufacture date ¿ unknown; UDI number ¿ unknown; 510k number ¿ unknown xom unk nim acc (nim accessory ¿ prass slim monopolar simulator probe): product number ¿ unknown; lot number ¿ unknown; manufacture date ¿ unknown; use by date ¿ unknown; UDI number ¿ unknown; 510k number ¿ unknown. The devices are being reported from a literature article. No devices have been returned. No product analyses have been performed.

Event description:
The occurrence of false negatives in several cases were referenced in the retrospective case study article published in, ¿the laryngoscope¿ [laryngoscope, 00:000-000, 2016] titled ¿changes in electromyographic amplitudes but not latencies occur with endotracheal tube malpositioning during intraoperative monitoring for thyroid surgery: implications for guidelines¿ by samuel r. Barber, ms and several other contributors. The article discusses intraoperative neural monitoring (ionm) in thyroid and parathyroid surgery, endotracheal (et) tube migration can result in a decrease in vocalis electromyographic (emg) amplitude without a concordant latency elevation during stimulation of the recurrent laryngeal nerve (rln). There were no unique case, patient, or device identifiers (no model, serial, or lot numbers) referenced in the article. There was no patient injury reported.